Event description:
During baxter's functionality testing it was found that a spectrum pump had constant close door messages. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the "close door message." The device was operating out of specification. Eval found a loose link screw, which most likely contributed to the reported symptom. The link screws were replaced to correct this condition.